Manufacturer narrative:
Investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient expired. The cause of death was unknown. There is no known allegation from a health professional that the death was related to the device. Further information is not available. Related manufacturer reference number: 2938836-2019-14436, related manufacturer reference number: 2938836-2019-14437.

Manufacturer narrative:
The connector portion of the lead was returned in one piece measuring 7.8 cm. The portion of the lead that was returned was otherwise normal.